Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic and non pacemaker dependent patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited low pacing lead impedance and increased capture threshold. Patient presented for consult on (B)(6) 2017. A conduction insulation break was suspected. Chest x-ray did not show evidence of abnormalities. No intervention was performed and patient will continue to be monitored. Lead revision was discussed if the issue continues.